Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient date of birth: unknown date in 1977. Concomitant medical products: comp rvs hmrl ti tray 44mm cat: 115340 lot: 840600, compr srs prox bdy - sm 48mm cat: 211215 lot: 293830, comp rvrs shdr glen bsplt +ha cat: 115330 lot: 246470, comp rvs cntrl scr 6.5x35mm st cat: 115383 lot: 710590, comp locking screw 4.75x30mm cat: 180503 lot: 045530, comp locking screw 4.75x30mm cat: 180503 lot: 045530, compr srs ic seg - 60mm cat: 211225 lot: 818050, arcom xl 44-36 rtnv+3 hmrl brg cat: xl-115365 lot: 958990, compr srs mod rgx aug ¿ lg cat : 211229 lot : 611790, versa-dial/comp ti std taper cat: 118001 lot: 709109, comp rvrs shldr glnsp +6 36mm cat: 115316 lot: 955840, compr srs mod stem - 11x100mm cat: 211263 lot: 636950. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to implant fracture an unknown timeframe post implantation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.